Event description:
It was reported that an alert revealed that the pulse generator exhibited premature elective replacement indicator. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.